Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the iliofemoral measured by 3 mensio was 3.2 mm on the left (femoral 4.1mm, external iliac artery (eia) and common iliac artery (cia) 3.2mm) and 3.5 mm on the right (femoral 4.3mm, eia 3.7mm and cia 3.5mm). The hospital's measures of the iliofemorals were less than 4-6 mm. There was severe and circumferential calcium in iliofemorals. Shockwave was applied along the right femoral, external, and common iliac followed by ballooning. The valve load was checked via flouro and was determined to be a good load. The guidewire was placed in left ventricle via right femoral. The vessel was dilated with a 18f dilator. The physician felt resistance as he was trying to advance dcs via inline sheath near external iliac to common iliac. The inline sheath was removed and inspected and the delivery catheter system (dcs) appeared intact with no issues. When attempting to place the introducer sheath the physician could not advance the introducer. After injecting contrast vessel, there appeared to be a dissection and bleeding. The physicians placed stents along the right iliofemoral from common to femoral. The patient was stabilized and the case aborted. No valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that per the physician, the balloon inflation post shockwave caused the dissection however the delivery catheter extended the dissection and tore/removed the intima. Intima was noted on catheter when it was removed from the vessel. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the reported event indicates that there was difficulty advancing the dcs. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the minimum access vessel diameter was less than 4-6 mm. Per the evolut pro instructions for use, patients must present with transarterial access vessels with diameters that are =5.5 mm when using models envpro-16-us. This indicates that the probable cause of the advancement difficulties was narrow patient anatomy. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be confirmed and the relationship to the dcs could not be established. In this case, it was noted that per the physician, the balloon inflation post shockwave caused the dissection however the delivery catheter extended the dissection and tore/removed the intima. Image films and photos were received for review. The imaging provided can only confirm severe peripheral disease that underwent angioplasty and stenting. There is no imaging providing evidence that our dcs was entered in the patient body and removed. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was no other evidence of damage observed on the subject dcs. Overall, there were no findings to suggest a device quality deficiency related to the manufacturing of the device. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.